Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement inadvertent mishandling resulted in the reported/noted material separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 3.0x15mm rx trek balloon dilatation catheter (bdc) was advanced to the lesion and inflation attempted when it was noted the balloon had separated from the device. The balloon was in the guiding catheter therefore the device was easily removed. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.